Event description:
A patient in (B)(6) was treated with continuous veno-venous hemofiltration using a prismaflex machine and prismaflex m150 set. During treatment, the medical staff observed a blood leakage at the blue luer lock connector on the return line. The nurse could not see any visible cracks on the connector and could not find what caused the approximately 4ml blood loss. Treatment was discontinued with blood return. No medical intervention or blood transfusion was required. The treatment was restarted after changing to a new prismaflex set.

Manufacturer narrative:
The review of the prismaflex m150 set device history record and complaint history files for lot number 14a1506g shows that there is no manufacturing anomaly and no other complaint for this lot number. The prismaflex m150 set was discarded and not available for inspection. Reportedly, the nurse could not see any visible cracks on the connector. The exact root cause of the reported event remains unknown.